Manufacturer narrative:
Initial reporter occupation: patient/consumer. All test strip retention samples passed the internal inspection and are inconspicuous. On a regular basis, coaguchek strips of all lots currently valid in the market are tested in comparison to the current master lot at roche mannheim. For this purpose, the strips are measured with two human blood samples from marcumar donors and one high-level control sample on internal reference meters. Based on the current test results of the retention material, the product concerned complies with the specification. No material is expected to be returned for investigation. If material is returned in the future, a supplemental report will be filed.

Event description:
We received an allegation of discrepant results between a coaguchek inrange meter with serial number: (B)(4) compared to a laboratory test using the werfen hemosil recombiplastine 2g method. The meter result was 4.1, and the laboratory result was 3.13. There was less than 1 hour between tests. No unit of measure was provided. The therapeutic range was 2.5 - 3.5 inr.